Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. It was alleged that a crack was found in the battery compartment when the pump was being rebooted from a call service 064 alarm. The battery cap was unable to be adhere to the pump and the pump kept powering down. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 3/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit to the pump and maintain an electrical connection. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The initial complaint about a power issue was not duplicated during investigation. The pump cover was removed and there were no intermittent condition found to the printed circuit board (pcb) or to the continuous glucose monitoring (cgm). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.